Event description:
The occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated to 5mm to occlude the vessel. The physician wanted to test the vessel to see if occlusion was achieved. The physician injected dye into the vessel at high pressure and the occlusion balloon deflated. The device was removed and replaced with another to complete the case.